Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, when the surgeon took control of the sureform 60 stapler, the jaws could not be opened. The site attempted to remove the stapler from the arm, but it was stuck. The clutch port had a blue led, but the upper arm light had a yellow led. The site undocked the arm from the trocar, and removed the instrument and trocar as one unit. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Isi has received the part associated with this complaint and completed the investigation. Failure analysis did not replicate nor confirm the customer's reported complaint. The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument clamped, fired and unclamped without any issues. No damage was found. A review of the logs showed no errors. A review of the instrument logs for the sureform 60 stapler instrument (480460-09/l11220613 0133) associated with this event was performed. The instrument was last used on (B)(6) 2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: it was alleged that the sureform 60 stapler instrument was removed with the trocar due to the stapler being stuck in the arm and the jaws being unable to be opened. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur while grasping tissue. Medical intervention may be required in the event that the instrument jaws fail to open from tissue when commanded by the user or system. At this time, it is unknown what caused the instrument issue.